Event description:
A past cartridge change error was reported regarding the pump. There was no adverse impact to the customer's blood glucose level. The customer removed the cartridge, inspected the o-ring, and cleaned the pneumatic tap area. With guidance from technical support, the customer successfully loaded the original cartridge back onto the pump after several attempts and was able to resume insulin delivery.